Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4+ functional mitral regurgitation (mr). The leaflets were difficult to visualize on echocardiogram. One clip was deployed. Shortly after deployment a single leaflet device attachment (slda) was observed. The anterior leaflet was attached and the posterior leaflet was detached. A second clip was deployed to stabilize the first clip and reduce mr to grade 1+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided the reported image resolution poor resulting in slda appears to be related to procedural conditions associated with imaging challenges making it difficult to visualize the leaflets. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.